Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5104146/5104149.

Event description:
It was reported that the patients was having difficulty charging the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads had high impedances. The patient underwent a replacement procedure and was doing well postoperatively. All explanted devices were not returned due to facility policy.